Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had changed his infusion set last night and had a no delivery alarm this morning during a bolus. Customer was able to clear the alarm. Customer went to bolus for lunch and got another no delivery alarm during bolus. Customer's blood glucose was 191 mg/dl. Customer's blood glucose was elevated. Customer stated that the issue has been resolved. It was explained that it may be a possible connection issue or occlusion in the tubing. Customer was assisted in performing a 5.0 unit fixed prime and stated that the insulin did exit. Customer stated that he is able to remove the set. Customer stated that the cannula is bent. Customer was advised to change the infusion set and return the set for analysis. Customer declined to send the set back.